Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited total damage ¿ the rubber has slipped over the entire bronchoscope. No patient harm was reported.